Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femur and tibia at bone to cement and cement to implant interface. Cement manufacturer used is unknown. Tibia was found to be grossly loose. Surgeon decided it was best to remove and replace the femur as well. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Review of the provided x-ray images confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.